Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from a supply bag line during set up. The patient did receive warning message that supply bag line was blocked, but the patient continued treatment. In a follow up, the patient¿s pd nurse verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and resumed using it the following day with no further problems. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. The patient encountered fluid leaking from a supply bag line during set up. The patient did receive warning message that supply bag line was blocked, but the patient continued treatment. In a follow up, the patient¿s pd nurse verified there was no harm, intervention or adverse event due to the fluid leak. The patient let the cycler air dry and resumed using it the following day with no further problems. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. The reported incident was caused by the end user. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.